Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut/slice/hole in tubing. The root cause was not identified. A batch review was not possible since the lot number is unknown. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter that leakage was noted from a crack 4 cm from the sleeve on the tubing of a transfer set. The transfer set had been used for 90 days. The nurse stated prior to the noted leakage, a strange sound occurred from the clean flash during changing of the bags. There was no patient injury or medical intervention. There was patient involvement.